Event description:
On (B)(6) 2012 two leads (a and rv) can't disconnect from the old device. We tried a lot of screwdrivers without moment of torques, which all are broken or deformed; and another procedure with only one finger on top of the screwdriver. The doctor said, that the thread of screw was ok, also the screws are fixed too strong. After all the doctors prepared the header of the device to become free the ra lead and can connect it to the new one. (B)(6), germany. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).